Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk.

Event description:
It was reported that the bottom of the insulin pump was popping out during the prime process, and the customer has to push back by hand. It was stated that the problem has been happening on and off for the past two months. Advised the customer to revert to back up plan. No further info was provided.